Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a pre dilated lesion. Upon removal, it was noted that the stent had slightly lifted from the balloon. No pt injuries or complications were reported.